Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. The device was received in incomplete form, as the flag was not returned with the needle itself. A visual inspection of the distal tip of the needle revealed debris along the surface of the device. If the expressew gun being utilized with the needle is not properly cleaned after reuse, debris can build up inside the shaft of the gun. When debris builds up inside the shaft, therefore can be considered a potential root cause for the needle becoming stuck inside the expressew gun. When the user attempts to remove the needle that is stuck inside the expressew gun using the flag, twisting of the flag can cause the flag to become loosened from the needle therefore is a potential root cause for the flag becoming removed from the needle. However, given the information provided we cannot discern a definitive root cause for the issues experienced by the user. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair, it was noticed that the customer's expressew iii needle plastic tab was broken off of the device. The sales rep stated that the scrub tech stated they loaded the needle and tested the device and it worked fine. When the surgeon attempted to use the device in the patient for the first suture, the needle did not release from the gun and when they went to remove the needle from the device, the plastic tab was not on the device. The sales rep stated that it did not break off in the patient and there was no need for surgical intervention. The case was completed with the same expressew with another needle with no patient harm or delay. The needle is being returned for evaluation.